Manufacturer narrative:
Additional narrative: product investigation summary: one of the following device(s) was received: cannulated hexagonal screwdriver for 7.3mm cannulated screw (part 314.050 / lot 4876009). The brown handle has minor marks from routine use, and the distal hex tip is undamaged. The exact cause of the complaint condition is unknown, but it is likely that accumulated wear (nearly 11 years of use) and excessive torque was applied to the instrument, causing the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned instrument(s) are used in numerous systems to insert many different screws, including 7.3mm cannulated screws. Proper use and maintenance are addressed in the technique guide. The returned device is multi-use and is one of two methods for inserting 7.3mm cannulated screw. The exact cause of the complaint condition is unknown, but it is likely that accumulated wear (nearly 11 years of use) and excessive torque was applied to the instrument, causing the complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a condylar locking plating, while inserting a locking screw, the cannulated screw driver handle broke. Reportedly the handle may have been over-torqued due to excessive force causing two pins inside the handle to become dislodged and the end piece of the handle to become wedged inside itself. The loose pins did not fall into the patient and were easily retrieved. Reportedly there were no surgical delays or impact to the patient as another device from a second surgical set was readily available and used to complete the surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.